Manufacturer narrative:
Concomitant medical products: dtmc1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert for a lead integrity alert (lia) due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, noise was seen on the rv lead. The noise was reproducible with manipulating the device in the pocket and moving the patient¿s shoulder. A fracture of the rv lead was suspected. Detections were turned off and the patient was given a life vest. An rv lead revision is scheduled; however, the lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.